Manufacturer narrative:
The catheter used in this case was returned for eval. An angiography burst was noted 25 cm from distal end. A kink was noted approx 14.5 cm from distal end of the catheter. The kinking was evidence that the catheter had become blocked. The burst failure mode is typical of an angiography burst. Prod lot history review did not reveal any non-conformances that would have contributed to the reported event. The prod met all acceptance criteria prior to release. The description of the event is consistent with a rupture caused by catheter over-pressurization. Through simulation, a failure of this nature could typically be created by over-pressurization while the catheter has a severe restriction (kink or occlusion). The dynamic burst pressure of an ultraflow catheter with an unrestricted lumen is well above the pressure that would typically be generated in this clinical setting. The instructions for use (IFU) includes warnings and info regarding over-pressurization.

Event description:
During catheterization, injection with contrast was made, and the catheter ruptured distally at the transition point of the catheter.